Manufacturer narrative:
The full patient identifier is case-(B)(4). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to the customer site on 07jul2020. Field service engineer performed a reorganization of the database and restored nvram from the instrument backup. He also replaced the io board to new style to prevent issues. Whilst initializing instrument, the fse noted that the mixer belt pulleys were noisy. He removed and replaced all three pulleys (evidence of wash buffer on left and center pulleys). He also replaced wash valve rotor/ stator assembly due to evidence of wear and repaired cta. A precision test was run and results were within expectations. Qc was within specifications. System check passed. There is evidence of a hardware malfunction. Defective pulleys and wash valve rotor / stator assembly is the likely cause for this event. Replacing them resolved the issue.

Event description:
On (B)(6) 2020 the customer reported obtaining a non-reproducible false elevated troponin I (access high sensitivity troponin I) result for one patient involving the laboratory's access 2 section, dxc 600i crated (serial number (B)(4)). The initial result of 25,279 ng/l was repeated as 6.6 ng/l and 6.6 ng/l the following day. The initial result was also discordant with the abbott I-stat method (0.01 ug/l). Patient was treated based upon the access results. He received clexane and one dose of dual antiplatelets. The treatment was stopped when the normal troponin result was received. A beckman coulter field service engineer (fse) was dispatched to the customer site on 07jul2020. Field service engineer performed a reorganization of the database and restored nvram from the instrument backup. He also replaced the io board to new style to prevent issues. Whilst initializing instrument, the fse noted that the mixer belt pulleys were noisy. He removed and replaced all three pulleys (evidence of wash buffer on left and center pulleys). He also replaced wash valve rotor/ stator assembly due to evidence of wear and repaired cta. A precision test was run and results were within expectations. Qc was within specifications. System check passed. Sample tube collection type was a rapid serum tube. The customer reported that the sample was centrifuged for 10 minutes at 3000 g and 15-25¿c. There was no report of sample integrity issues, the sample was full and clear. No further sample information was provided.